Event description:
At approx 1300 on (B)(6) 2016, (B)(4) staff retrieved a load of processed rme from steam sterilizer #1 and noted that a majority of the trays packaged were heavily stained apparently from either indicator tape residue or excess moisture exposure during the sterilization cycle. The load was 'failed' and all rme involved was returned to decontamination for full reprocessing. At approx 13:30 same date, the same issue was identified with rme sterilized in steam #2. Again the load was failed and all rme was processed through (B)(4) decontam sterilization via steam was halted and facility engineering (biomed) was contacted to address the potential sterilizer failure. The steam cycles continued to result in staining on 09/22 and in to 09/23/2016. The steam and water systems were analyzed internally and a number of test cycles were run to identify the root. All test cycles resulted with similar staining and failures. On friday 09/23/2016, per existing memorandum of understanding between (B)(6) critical sets required for patient care were packaged and delivered by (B)(4) to the (B)(6) department for sterilization. The sets were properly transported back to (B)(6) where a number of those sets were also identified as failed due to staining. It was then determined (09/23/2016) that the issue was related to the steam indicator tape. The adhesive on the tape was 'melting' causing staining on the packaging material. A test using tape supplied from (B)(4) (different MFR) was run in (B)(4) and no staining of packages was seen. The tape (3m 1322-24mm - lot #2017-08rc) was removed from use at (B)(6) and replaced with the same product in use at (B)(6). A pqdr was generated to address the potential tape problem and forwarded for further communication. No failed rme packages were delivered for pt care use as the check system in (B)(4) was successful in identifying the issue prior to distribution. Multiple cycles have been run in both steam #1 and steam #2 beginning 09/26/2016 using the new tape with no identified staining issues. After multiple test cycles as well as investigation of the steam sterilizers and the steam generation system (from boiler to (B)(4) including treated water quality and multiple program adjustments and test cycles over a 4 day period) it was determined the root cause of the package staining issue was related to potentially faulty steam indicator tape. The tape was removed from use and an alternate brand steam tape was put in to use with no further issues. Expedited acquisition of new MFR (B)(4) steam indicator tape to replace existing inventory of 3m brand (potentially faulty). Diagnosis or reason for use: lead free steam sterilization indicator tape.